Event description:
The patient has a history of prostatic cancer, treatment with chemo and radiotherapy. Metastasis; estimation in survival: 6-12 months. The patient had a colo-bladder fistula, due to stenose (and diverticulitis). The colon had a lot of stool, because there is no bowel prep in the hosp. The colon surface also was hyperthropic, with difficult dissection - this was not considered a problem for using the car 27. No traction was indicated and there was good blood supply. End to side anastomosis was performed with the car 27 device. The distal doughnut was very thick with some staples in it, and the proximal doughnut was complete and circular. The leak test was ok. Three days later, the patient got some fever and abdominal pain. CT scan showed some free air in the abdomen, and the patient was re-operated. The surgeon saw the car ring on the ventral side of the colon, not on the dorsal side, still well attached. An end stoma was performed and the patient was transferred unstable to the ICU - also probably due to heart disease.

Manufacturer narrative:
The implanted compression element (ring) that was evaluated by the manufacturer has been found in order, meeting its predefined specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.